Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Date of index surgical procedure. The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Describe medical/surgical intervention for exposure including dates. Other relevant patient history/concomitant medications. Product code and lot number. If applicable, will product be returned, return date, tracking information? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient current status?

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. On examination (B)(6) 2018, patient presented with vaginal mesh exposure 4 years after mesh implanted. The patient underwent partial removal exposed vaginal mesh. Additional information has been requested.